Event description:
Hcp reported patient fell down a flight of stairs with their dog and has pain at the pump/catheter connection. On refill, estimated reservoir volume on programmer was 4.4 ml and actual reservoir volume aspirated from pump was 25 ml. Patient was receiving fentanyl 522.5 mcg/day of 500 mcg/ml. Study was negative. Programmer event logs were normal. Hcp is considering additional troubleshooting. A follow up report will be sent when additional information is received.